Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, visual inspection of this device noted small dents on the pg case, indicating the device may have been abused. Diagnostic testing of device functions and memory was then completed. The results of the tests indicated the device had memory corruption, and the accelerometer was not functioning appropriately. High resolution x-ray of the device found a broken internal component within the accelerometer. It was concluded this conductive component contacted another internal component, causing the reported observations. This device electrically functioned within specifications.

Event description:
Boston scientific received information that this pacemaker was returned with no allegations. Initial laboratory analysis revealed memory corruption.